Event description:
The orthadapt bioimplant was used to replace the superior peroneal retinaculum to prevent peroneal subluxation - the physician acknowledged this was an off-label use of orthadapt. Approximately one year post-repair, the pt experienced an abscess on the lateral aspect of the left ankle. Approximately 15 months post repair the graft was removed. Loose suture material was noted at the time of explant; however, the tendon had healed.

Manufacturer narrative:
The orthadapt bioimplant was used to replace the superior peroneal retinaculum to prevent peroneal sublation, an off-label use. As indicated in the IFU, the orthadapt is not intended to replace normal body structures. Based on available information, the pt's signs and symptoms can be attributed to the type of surgical repair and/or possible infection. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.